Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the two complaint rt021 catheter mounts were returned to fph in (B)(4) for investigation, and were visually inspected. Results: visual inspection of device one revealed small splits on the tubing cuff of the catheter mount at the swivel end, while a single split was observed in device two at the same location. Conclusion: we were unable to conclusively determine the cause of the damaged observed on the returned rt021 catheter mounts. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. This suggests that the returned catheter mounts were damaged after they were released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that two rt021 catheter mounts had cracked at the tubing connection during patient use. No patient consequence was reported.